Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Condition is addressed in the dfmea. This report is being submitted late as it has been identified in remediation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a tumor procedure during which a tibial nail and plate were implanted. Subsequently, the patient was revised due to infection. All components were removed and cement spacers were implanted. A custom oss modular tibia component was requested from pmi to adapt the spiked washer option for reattaching the patellar tendon to the anterior aspect of the tibia. The revision procedure and during the procedure, one of the washers from the spiked washer kits was missing. The kit was not used.